Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 450 mg/dl. Customer reported that he change set, he ate bloused for carbs and ate breakfast and went to work at lunch blood glucose was 410 mg/dl. Customer clearly wasn't getting insulin he had 34g of carbs and he went home and checked blood glucose he was 424 mg/dl. Customer took more insulin at lunch he changed set but not reservoir. Customer went to get dinner 10 -20 min after he bloused and got no delivery bolus. Customer reported no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. 0.3 currently. Customer is able to remove set at this time to test site portion of infusion set. Advise to remove the set and examine the cannula. Customer states the cannula is not bent. Customer wishes to run an additional 5 units fixed prime to determine if cannula/site connection may be occluded. Advise to reconnect tubing at qr and prime a 5 units fixed prime/fill cannula. Results of prime: insulin exit. Advise site may have been occluded and to change the entire infusion set system. The insulin pump will be returned for analysis.